Event description:
Per the clinic, the patient experienced a head trauma resulting in a loose abutment. The device was explanted (date unknown).

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2022. This report is submitted on august 12, 2022.